Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to a junk yard and was near a magnet. A power on reset was noted to have occurred. The reset was cleared. Approximately four month later, wireless telemetry was noted to be disabled. The device remains in use. No patient complications have been reported as a result of this event.